Event description:
In 1999, I went in to have lasik eye surgery laser center. The doctor cut a deep flap on the first eye. He then went on to laser and penetrated into my anterior chamber and then aborted surgery. He never did the second eye. I went in with -7.00 diopters in both eyes and came out with a -22.00 in my right eye. My doctor was disciplined by the bme in 2006. My present doctors recommend that I have a cornea transplant.